Event description:
The customer reported receiving an e-6 message on their adc meter and was not able to test their blood glucose level. The customer further reported he was incoherent and experiencing low blood associated with dizziness and legs cramps. The customer also stated he had a seizure. The customer's daughter called the paramedics and he was treated with oral glucose. The customer was not transported to a healthcare facility. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the test strips the customer was using expired on april 30, 2011. According to the meter's label copy, it states to check the expiration date on the test strip foil packet if you receive an e-6 message. In addition, label copy states do not use test strips that have expired. All pertinent information available to abbott diabetes care has been submitted.